Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.

Event description:
Our distribution partner surgalign reported that "patient developed bilateral t1 pedicle fractures resulting in bilateral hand weakness.

Event description:
Our distribution partner surgalign reported that "patient developed bilateral t1 pedicle fractures resulting in bilateral hand weakness.

Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.